Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder out of phase. The displacement test could not be performed due to a constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received several motor error alarms. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.